Event description:
Unsolicited communication from robin c., rn with brightstar care, rn reports that curlin pump keeps having an "up occlusion" error at least one infusion a month. Rn reports she opens the pump window an restarts pump and this fixes concern but still keeps coming up with error so rn would like a new pump. Advised that we can send out new curlin pump for pt and have pt return defective pump to us. No further info provided. Pump serial number is (B)(6). Maintenance due date is 02/2025. No missed doses, adverse events reported. Pump will be available for return upon receipt from the patient. Indication: dermatopolymyositis, unspecified, organ involvement unspecified. Reported to cvs/caremark by health professional.